Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 260-300 units of insulin during the load sequence. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. No action was taken to address elevated bg. A new cartridge was loaded to resolve the issue.